Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after loading a cartridge with 100 units of insulin and an additional 40 units. Customer's blood glucose level was not impacted. Tandem technical support assisted the contact with loading a new cartridge with 120 units of insulin and customer received an accurate fill estimate.